Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: labelling review. The complaint for damage to vessel during insertion was confirmed with empirical evidence. As reported, difficulties inserting the system was attributed to high vessel tortuosity. The resistance noted during insertion aligns with what would be expected in a tortuous vessel. It is known that vessel tortuosity in the iliac right under the point of bifurcation is big contributor to insertion issues. This aligns with the reported case as the perforation was noted to have happened in the left iliac. Hence, patient conditions is the perceived root cause of the event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No manufacturing deficiencies related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification of a 44mm evoque procedure. It was reported that during the procedure while advancing from the rfv (right femoral vein), it was positioned too deep despite attempts to gain height and there were significant imaging challenges noted. It was decided to switch access from rfv to lfv (left femoral vein). Wire placement on the left side was successful. Dilators advanced with some resistance but tracked well under fluoroscopy. While attempting to insert the system via lfv, advancement was extremely difficult due to marked resistance and vessel tortuosity. At that time, it was immediately suggested to pull back. Upon taking the system out, a perforation in the left common iliac was noticed and the procedure was aborted. The vessel was stented with a covered stent. The patient's final outcome was stable condition.